Manufacturer narrative:
Physio-control evaluated the device and confirmed the service wrench indicator was illuminated and observed a fault code in the device's error log to indicate a malfunction with defibrillation energy transfer. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly in the failure analysis center and determined that root cause for the service indicator and the fault code was an electrically leaky diode rectifier, designator cr7.

Event description:
Found during routine testing. Customer reported that the device was showing a service wrench. There is no report of patient involvement with the incident.